Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a vial. Visual inspection haptic broken to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: one similar complaint type event(s) was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -11.50 into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to low vault without rotation. On (B)(6) 2024 a replacement lens of a longer length was implanted. Reportedly, "persists low vault. Patient in treatment of ocular hypertension." The problem was not resolved. The cause of the event was reported as unknown.